Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
(B)(4): the display screen was found to be dim/faded. Unrelated to the complaint, the time and date reset to factory settings; the pump was opened and evaluation revealed the internal clock battery on the pc board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.